Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cardiac surgery. According to the reporter: the pledget broke loose, but was recovered, the delay in operating room time was an add'l 40 minutes.